Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cable stopped charging the pump. The customer used a non-tandem cable and the pump charged. There was no impact to blood glucose.